Event description:
During the premature ventricular contractions procedure, the dws displayed an error message that no connection to the amplifier could be established resulting in delay of the procedure. The amplifier was restarted several times, but the issue did not resolve. The lamps remained lit up orange. As part of troubleshooting, the dust filter was cleaned, leaving the system without power for 15 minutes. Following the correct power-up sequence, the amplifier was successfully started, but the self-test took 7-8 minutes. The examination was started fluoroscopically during this time, but there were still disturbances in the procedure, as the amplifier had to continue to be restarted and the lamps checked. After the connection was successfully established, there were no further issues. The procedure was successfully completed with no adverse patient consequences.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified.